Event description:
It was reported that the device had a broken downstream occlusion (dso). The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, faulty dso sensor, and a damaged battery door. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.